Manufacturer narrative:
The sureform 30 stapler instrument and sureform 30 gray reload used during this event were not received for failure analysis investigations. The staple logs for this procedure were reviewed. The logs show the sureform 30 stapler instrument was installed first and used intermittently throughout the procedure. It was installed on the system 9 times and fired 9 sureform 30 reloads (1 gray, 1 white, 1 blue, 2 white, 3 blue, 1 gray, in that order). On each install, all clamp attempts were successful. On installs 1, 2, 4-6, 8 and 9, the firings were completed with no pauses for compression. On install 3, the firing was completed with 3 pauses for compression. On install 7, the firing was completed with 1-2 pauses for compression. After the 9th install, the instrument was removed and not used in the procedure again. The logs show the sureform 45 stapler instrument was installed next and used intermittently. It was installed on the system 3 times and fired 3 sureform 45 reloads (1 green, followed by 2 white). No firing failures were observed with this stapler instrument. There were no stapler related errors in the system logs.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy procedure, the sureform 30 curved tip stapler instrument fired a sureform 30 gray reload and did not complete the staple line. This occurred during the resection of the middle lobe; after a small branch of the pulmonary artery was stapled. Despite the staple line appearing to be sealed with the staples being formed all the way across the vessel, a small amount of bleeding was observed. The surgeon applied pressure for about 5 minutes without successfully controlling the oozing. The surgeon was unable to quantify the exact volume of oozing but estimated it as a 3 on a scale of 1 to 10. Coagulation via the use of a long bipolar grasper instrument was used to pinch the vessel and the oozing stopped. The procedure was completed as planned. The surgeon confirmed there were no complications from the surgery. The patient had an expected post-operative course and was discharged home.